Event description:
It was reported that the connecting pin to the motor undergoes a lot of wear and tear which resulted in the replacement of the whole sternal saw. There were no adverse consequences to the patient reported as a result of this event. Note: the date of the event was not reported.

Manufacturer narrative:
Evaluation in progress, but not concluded.